Manufacturer narrative:
Additional information was received on 5/8/2018. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 475cc saline prostheses was performed on (B)(6) 2018. Each prosthesis was filled to 550ccs. There were procedural complications. The patient was in stable condition when taken to the recovery room. Additional information was received with the field experience report on 5/15/2018. The final fill volume of the impacted product was 425ccs. The mentor failure analysis lab received the device for evaluation on 5/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5883765 was reviewed on 6/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/6/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 375cc breast implants and experienced deflation on the right breast implant. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view, extending to the anterior. Leak testing was performed in accordance with mentor procedures and one leak site was detected; a rent measuring approximately 0.1 cm discovered at the end of the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 375cc breast implant, serial number (B)(4), lot number 5911375. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 375cc breast implants and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.